Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. The device was observed to have an intermittent flicker in the image. The evaluation also observed multiple dents affecting internal elements of the insertion tube, scratches on the control body and scope connector, down angulation is below standard, a customer label on the grip, and the bending section cover glue was missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope showed no image. The issue was observed during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device with no delays or extended sedation. No patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to the insertion section while the user was handling the device which led to damaged charged coupled device (ccd) unit. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU). - inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.